Manufacturer narrative:
(B)(4). Date sent: 6/25/2026. B3: unknown. D4: batch #unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: did the damage occur right out of the packaging, during loading/unloading, or in the operative field? Was the metal cartridge pan separated from the plastic portion of the cartridge? Did any piece break off of the device? Were there any protruding staples? Did it fall into the patient? Did retrieval alter the procedure in any way? If yes, please explain. No lot or batch number was provided; therefore, a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, it was observed that the sled was slightly moving before use, so the device was not used just in case. The cartridge color was blue. Another device was used to complete the case. There were no adverse consequences to the patient. No additional information provided.